Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up where a non-sustain rv oversensing alert was observed due to intermittent loss of ventricular rv capture. Programming changes were made. The patient is stable and will continue to be monitored.